Manufacturer narrative:
No lot number information was provided by the caller. Further investigation cannot be pursued without this information trending will continue to be performed for this issue.

Event description:
Patient self tester reported an unexpected high result when testing inratio. The result reported was inratio=9.1; no other testing was performed at that time. Technical service representative instructed the caller that the range of inr for the inratio system is between 0.7-7.5, above the 7.5, the meter will register >7.5 only. It was recommended that a lab draw be done which would provide a comparison to the inratio inr result. Technical service rep called the customer on (B)(6) to follow up on the lab draw that was recommended to confirm inr result on the inratio. The patient self tester stated she did not get the lab draw done and confirmed that no changes in her dosages have been made after obtaining the "9.1" on (B)(6) with the inratio. Patient self tester provided a historical inr from the lab of 2.1 obtained 2 weeks ago. No exact date provided.